Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the sheath was found broken off. The inspection also noted, the sealing ring was damaged, and the spring cap is loose. A review of the device history records was performed, and no non-conformities or deviations were observed regarding the described issues. The device has not been repaired in the past year. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). To mitigate the injury to the patient and also device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel; visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches; visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures); impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged; if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon. Additional 501(k): k931995.

Event description:
The customer reported to olympus, the ceramic insulation at the distal tip of the resection sheath was found broken during reprocessing. The electrosurgical operation was completed using the same sheath. No death or injury and no impact to patient or other has been reported to olympus.